Manufacturer narrative:
Zimmer contacted hospital to gain additional event details. Risk manager stated several vendors were being used and that it could not be confirmed to be a zimmer drain. Device was discarded by hospital. Hospital records did not reveal any further info regarding catalog number or lot number. This report is being filed without confirmation that product was a zimmer drain.